Event description:
The report received from the study indicated that the pt experienced visual field loss on right onset was sudden. The neurological event occurred during removal of the angioguard device. The neurological deficit lasted more that 24 hours, and the pt recovery has experienced major residual deficits. This male pt with a history of hyperlipidemia, clinical copd, congestive heart failure, CABG, aortic valve replacement, diabetes mellitus, coronary artery disease, and hypertension was admitted for carotid artery angiographic evaluation and treatment. The pt was reported to be symptomatic for the index procedure. Angiography revealed a lesion in the ositum of the right internal carotid artery. The lesion was reported to be: a 74% stenosis, 16 mm length, and 4.3 mm vessel diameter, an angioguard device was advanced beyond the target and was deployed without complication. The lesion was pre-dilated. A precise 9 x 40 mm stent was implanted without any reported problem. During removal of the angioguard device, that patient experienced a sudden on-set of right visual field loss. There was no debris found in the filter. No treatment/cea surgery was rendered to the pt, due to the reported event. The neurological deficit lasted more that 24 hrs with partial recovery, and the pt was discharged two days later with major residual deficits.

Manufacturer narrative:
The event was adjudicated by an independent panel of physicians and was determined to meet the criteria for ischemic stroke. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Ischemic/embolic strokes are a known complication associated with carotid artery stenting, caused by an embolus (debris or blood clot), that forms elsewhere in the body and travels through the bloodstream to the brain. Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during a post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an embolic stroke. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device(s). Based on the info available, there are inherent procedural risks, pt and vessel factors that may have contributed to this event. This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2009-00025.